Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system will not boot/stops at philips screen. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the system was stuck at the loading screen. The philips field service engineer (fse) checked the system onsite and tried to reload ghosts and the problem persisted, so fse checked connection and the leds only flexvision pc and the log files, tried one more time to restore the ghost software, but problem persisted. The fse was unable to download board software on flexvision pc and another onsite was scheduled. The fse went onsite and with the help of nss was able to push software from the host pc to the flexvision pc and tried to restore the ghost for the configuration of the flexvision monitor, but the ghost did not work for the configuration. To resolve the issue, fse manually configured the outputs from the matrix switch to the wall boxes and performed verification of the system. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.